Event description:
A malfunction alarm related to altitude was reported. The customer's blood glucose level remained between 54-500mg/dl, indicating there was no adverse impact on the blood glucose level. To resolve the issue, the customer replaced the cartridge, after which the pump resumed normal operation, and tips to prevent future altitude alarms were provided and understood.